Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
According to the medwatch form, during the procedure, tissue kept sticking which caused a tear in the tissue and some bleeding. No patient injury reported. Another device was used to complete the procedure.